Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they had a lot of trouble with their implantable pulse generator (ipg). The patient alleged that the implantable pulse generator (ipg) exhibited premature battery depleted. The device was explanted and replaced. No patient complications have been reported as a result of this event.